Manufacturer narrative:
Corrosion was observed on multiple components within the device. No timeouts or drive stalls were seen in the device data, but during the fluid path test insulin was observed to be leaking out of the internal portion of the soft cannula. The internal leak caused the customer to not receive their intended insulin dose. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 500 mg/dl, while wearing the pod on the arm between 4 and 24 hours. A new pod was applied to treat the hyperglycemia.